Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely. The pump powered up with auditory and vibrations to a blank screen. Due to the blank screen, the ¿communication¿ alarm was unable to be adequately investigated. The pump¿s cover was removed and there was no intermittent condition found on the printed circuit board.